Manufacturer narrative:
Eval summary: reaming at an angle to guide pin could be one of the potential causes for bending of the pin, that would bind reamer & pin, causing the condition. Exact cause cannot be determined due to unavailability of the part. Eval: no device was rec'd for eval. The sharpness and condition of preservation of either instrument cannot be ascertained. Lot numbers were not reported.

Event description:
It is reported that during surgery in 2004, while reaming with the lag screw reamer, the reamer shaft and the guide pin locked and tip of pin went into abdominal cavity through the acetabular and the pelvic. After pin was removed from abdominal cavity, surgeon continued surgery as usual. No pt health damage was reported.